Event description:
The manufacturer received information alleging a ventilator reports random messages that the internal battery is depleted. Within a few minutes the device corrects itself and returns to normal operation. There was no harm or injury reported. No medical intervention was specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator reports random messages that the internal battery is depleted. Within a few minutes the device corrects itself and returns to normal operation. There was no harm or injury reported. No medical intervention was specified. Additional information per evaluation: philips investigation lab concluded this is a software issue with the device, referencing ER 2227930, version 14 defect 484. Per ER 2227930 version 14: the problem begins when the power management doesn¿t detect breath transition for a long period which occurs in the CPAP mode with patients that have low inspiratory effort after detecting one transition. In this case, the power accumulator and sample count continue to increase and eventually will overflow in 655.35s (about 11 min) if there is no change in the power consumption (e.g. No alarms, no cooling fan speed changes, etc). The issue only occurs whenever an overflow occurs, and the software detects another breath during the next few seconds (about 5 seconds). At this point, the average that is calculated will end up being an inaccurately high number since the sample count will be very low. This output then makes its way into the battery remaining calculation which ends up being computed as 0 minutes left causing both batteries to enter the depleted state. If the ventilator is running on the ac power, the false battery depletion alarm will be displayed on the screen. If the ventilator is running on the battery power, the therapy will be shut down and the power fail alarm will be announced both audible and visually.